Event description:
It was reported that the patient presented for follow-up experiencing dyspnea. Upon interrogation, their pulse generator was found to be in backup mode. It was noted that the patient had been receiving radiation therapy for an unrelated issue. A software download restored the device to normal functionality.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.